Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump continues to alarm. Customer tried to clear the alarm and removed the battery but the pump still said button error. Customer was getting ready to change the infusion set when the pump started alarming. Customer's blood glucose was 137 mg/dl at the time of the incident. Customer stated that her blood glucose was 37 mg/dl this morning. Customer was having bad seizures and that causes her blood glucose to fluctuate. Customer did not wish to troubleshoot. Customer stated that she will call her doctor. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.